Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hair/fiber on implant.

Event description:
Healthcare professional reported out of box event "this implant had a hair on it which is why we pulled from consignment." Device was never implanted and it is unknown if surgery was completed with new device.

Event description:
Healthcare professional reported out of box event "this implant had a hair on it which is why we pulled from consignment." Device was never implanted and it is unknown if surgery was completed with new device.

Event description:
Healthcare professional reported out of box event "this implant had a hair on it which is why we pulled from consignment." Device was never implanted and it is unknown if surgery was completed with new device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: hair was observed on the device in the photo; however, this cannot be confirmed as workmanship due to unknown thermoform sealing; in addition, fi will be opened to investigate the event. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further analysis results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3506540 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed by photos, was observed a hair on the device; however, this cannot be confirmed as workmanship due to unknown thermoform sealing, in addition, this fi was opened to investigate the event. Due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the current risk documents was performed and the event of hair/fiber on implant is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only pr# (B)(4) in nov 2020) no additional actions are deemed required at this time. The issues with hair/fiber on implant will continue to be monitored and corrective action taken in the future if deemed appropriate.